Event description:
The customer reported that while running a hepatitis core assay, the summit sample handler, failed to deliver the entire amount of specimen diluent into well position g1 and did not generate an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.